Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: one reboot was observed in the pump black box history. There were no alarms related to the complaint in the alarm history. No damage was found to the battery compartment or cap. The pump powered on normally with no alarms. The pump was exercised for 24 hours without power issues or alarms. The battery cap was tested and no defects were found to the battery cap connections. The pump was opened and no damage was found to the power circuit.

Event description:
The patient claimed his animas pump rebooted last night. He noticed the problem when he heard a beep and saw the verify screen on the pump. There was no adverse event associated with this complaint. During troubleshooting, the reporter indicated that there was no visible damaged to the battery compartment or the battery cap of the animas pump. The battery compartment did not have any corrosion. The battery was replaced but the issue was not resolved. The battery cap fits tightly. There was no product misuse. The patient was advised to go on the backup plan as needed. This complaint is being reported as a malfunction due to the alleged power issue.